Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement computer shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis. On (B)(6) 2016 software investigation completed. Findings indicate reported symptom likely caused by hardware failure. Software is functioning as designed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site's navigation system became unresponsive after registering the patient. After the registration, the navigation system went to a black screen and then re-booted itself. No further details regarding this issue, or specifically when it occurred, were provided. After the navigation system re-boot, the medtronic representative went back into the ent application and proceeded to navigate without issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The hard drive reported no errors. Memetest86 passed 2 full loops of ram tests. Multiple power cycles showed no issues with system navigation tasks. No hardware issues were found that could have caused the reported issue. The reported event could not be duplicated by medtronic personnel.